Manufacturer narrative:
Device information was not provided; therefore, an investigation was unable to be performed and a cause of the reported event was unable to be determined. The gore viatorr tips endoprosthesis instructions for use note that adverse events may include recurrent variceal hemorrhage and stenosis. Citation: oey rc, de wit k, moelker a, et al. Variable efficacy of tipss in the management of ectopic variceal bleeding: a multicentre retrospective study. Aliment pharmacol ther. 2018;48:975¿983. Https://doi.org/10.1111/apt.14947.

Event description:
This information was received through literature article "variable efficacy of tipss in the management of ectopic variceal bleeding: a multicenter retrospective study" published in alimentary pharmacology and therapeutics on 22 august 2018. This article is a retrospective analysis of 53 consecutive patients with chronic liver disease who presented with ectopic variceal bleeding (ectvb) and received tipss in three tertiary centres in 1992-2016. Eight patients received a bare metal stent, and 45 patients received the gore viatorr tips endoprosthesis. Of the 45 patients with a gore viatorr tips endoprosthesis, the article reports three patients with stent dysfunction (stenosis) and rebleeding died.